Manufacturer narrative:
Follow-up # 1 date of submission 2/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/03/2016 with the following findings: a review of the pump black box data showed one pump reboot recorded a replace battery alarm. During visual inspection of the pump, it was observed that the battery compartment was cracked on the side near the threads and was cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump; the pump reboots were duplicated with the returned battery cap. A new test battery cap was used to complete a 24 hour duration test and it was able to carefully attach to the pump. There were no power interruptions duplicated during this time with the test battery cap. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked, the user was unable to tighten the battery cap and there was intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.